Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery would not hold a charge nor power up a monitor. One of the battery's tri cells was discharged, and the battery had a low output voltage of 6.84v. The root cause of the defective battery pack cannot be positively determined, but is likely caused by a defective cell within the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A patient service representative assisting a (B)(6) female patient's nurse contacted zoll customer support to report that his batteries will not hold a charge or power up a monitor. The patient was issued a replacement battery pack.